Manufacturer narrative:
Two (2) actual samples were received for evaluation and the evaluation is complete. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A pressure test and a clear passage under water test was performed and revealed no flow on both samples due to a solvent occlusion. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem was verified. The cause of the condition was determined to be a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through two (2) paclitaxel sets. During setup and prior to patient use, fluid would not flow through the set after the unspecified mediation bag was spiked. There was no patient involvement. No additional information is available.